Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a representative regarding a patient in (B)(6) who was ¿asleep¿ and underdoing an intrathecal pump implant. The representative reported that the pump had a pending alarm before the implant. A motor recovery was also noted. Regarding the cause for the pending alarm was noted as possible cold weather. This pump was not implanted. There was no report of any impact to the patient. The representative had possession of this pump and it was to be returned the week of (B)(4)2017.